Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet bionic pancreas exhibited intermittent charging consistent with a short, resulting in periods when the device charged and periods when it did not; replacement supplies were shipped. Symptoms included no reported clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included internal complaint handling and technical review based on the description of intermittent charging. Investigation of this case revealed a suspected electrical connection issue within the charger consistent with an intermittent short affecting power delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to an electrical short in the charger.